Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump suddenly stopped on the perfusion system. It was out of function for a little over a minute. The pump started back up and they continued working with it. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: there were no issues observed during set-up and prime of the cpb circuit prior to cpb. During cpb, there was a back flow alarm and the perfusionist noticed the centrifugal motor had stopped. The centrifugal control module was dark (no display). There was no message, such as over speed or over current, that could have warned of an issue. The on/off button of the centrifugal control module was pushed and the motor was able to be re-started. The local display of the control module also became functional again. The time off cpb was short (1-2 minutes). According to the report, there was no delay in the surgical procedure. After the re-start of the motor, there were no other issues during the procedure. The procedure was completed successfully, without associated loss of blood, and there was no harm observed or reported.